Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow up for a non-dependant patient, noise was observed. Loss of capture and sensing were also noted. Noise was not reproducible. Diaphragmatic stimulation was observed with testing of high amplitude pacing. The lead was explanted and replaced when repositioning was unsuccessful. The lead was discarded in the field.